Event description:
It was reported that the power cord of the communicator was melted. A boston scientific technical services (ts) requested communicator replacement as the power cord out of stock. No adverse patient effects were reported. The communicator will be return for repair/analysis.